Manufacturer narrative:
A ge service rep performed an onsite investigation. The connection on ac line filter was evaluated and reseated. The power supply voltage was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended.

Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.